Event description:
It was reported, the patient underwent double valve replacement surgery. Intraoperatively, an sjm mitral valve was implanted ((B)(4)) without incident. The surgeon then sized the pt's aortic annulus with a 21 mm sizer (sizer model unk). The surgeon attempted to implant a 19 mm regent valve but was having difficulty fitting the valve in the aortic position and opted to remove the valve. The surgeon then compared the valve to a 19mm sizer and the valve appeared larger than the sizer. It was reported, both coronary ostia were compromised which resulted in the heart not receiving proper blood supply. Add'l info has been requested.